Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. Reportedly, the customer could not recall the date the event occurred and could not find the alarms in the pump history. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully.